Event description:
It was reported that 4 days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. In 2005 the pt presented to the cath lab. The first lesion being treated was a severely calcified, 100% stenotic lesion in an ostial left anterior descending artery (lad). The lesion was pre-dilated with a 1.5 x 20 mm sprinter balloon at 10 atms for 20 seconds. After pre-dilation the physician successfully deployed a taxus express2 8.8% 3.0 x 32 mm drug eluting stent. The second lesion was located in the right coronary artery (rca) and treated with a cypher stent. The pt was then transferred to the floor with a regimen of plavix and aspirin. Four days later, while in the hosp, the pt was brought back to the cath lab with complaints of chest pains. The catheterization revealed that the taxus and cypher stents were occluded. The physician treated both thromboses with a pronto extraction catheter followed by balloon angioplasty with a sprinter and a quantum maverick balloon. It is noted the physician is suspecting cancer as the etiology of the thrombosis. No further injuries or complications were reported. Pt status is reported as "satisfactory/good".